Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). The system was serviced in the field and the issue was confirmed. The system power conversion enclosure was replaced. The power tray was also replaced to be compatible with the new power conversion enclosure. The system then passed the system checkout and was found to be fully functional. Hardware analysis confirmed the reported issue. Two transistors were found to be shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that during preventative maintenance, it was found that the system board remains on and the fans cycle when the system is powered down and when the umbilical cord is disconnected. No patient involved. On 2020-mar-10 it was reported that the issue was resolved once the power enclosure was replaced.